Event description:
Patient ID: (B)(4). It was reported that suture placement in the right common femoral vein was attempted with a perclose proglide device using the pre-close technique via a 12french sheath prior to cryoablation procedure. Reportedly, the device was placed and bleed back was seen; however, a cuff miss occurred. Two additional perclose proglide devices were used to complete the pre-close procedure, and the two successfully placed sutures were used post procedure to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.